Event description:
During the removal of the decive only the wings and part of the catheter sheath came out. A tourniquet was applied and the clinician was able to work the catheter out through the site. No patient complications.